Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 300mg/dl. It was stated that the customer was throwing up, he could not keep anything down, and he was dehydrated. It was also mentioned that the customer was in a comatose state. No further information was provided.